Manufacturer narrative:
Date sent to the FDA: 10/15/2020. Additional h-3 summary: it was received for analysis nineteen unopened samples of product. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. A video was provided for analysis. Upon visual inspection of the video, it is observed that the suture was dispensed from the tray and broke easily. Also, other empty labeled winding former was noted on the table. No conclusion could be reached as on what caused the reported complaint as the sample was not returned for analysis. The following information was requested, but unavailable: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure date. A manufacturing record evaluation was performed for the finished device lot pdcbrtb0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral perineotomy procedure on an unknown date; and a suture was used. During the procedure, the suture broke easily when it was pulled slightly. Changed another one to complete surgery. There were no adverse patient consequences reported. Additional information was requested.